Event description:
Customer reported the system is having boot up problems. No pt injury was reported.

Manufacturer narrative:
A ge service rep evaluated the system and cleaned and reseated circuit boards. System operates as intended.